Event description:
On march 21, 2022, a reporter for the lay user/patient contacted lifescan (lfs) united states, alleging that the patient's onetouch ultra2 meter would not power on. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged power issue began 2 weeks prior to contacting lfs. The patient manages their diabetes with a combination of oral medication (metformin and januvia). The reporter claimed the patient continued to follow their usual diabetes management regimen when they were unable to measure their blood glucose due to the reported issue. The reporter informed the cca that the patient started to feel unwell prior to the start of the alleged issue however developed symptoms of ¿headache and face started to turn really red¿ on (B)(6) 2022, as a result of the alleged issue. In response to the symptoms, the reporter claimed the patient measured their blood glucose with their neighbor¿s meter (unspecified brand) and a result of approximately ¿300 mg/dl¿ was obtained, which was high for them. The reporter claimed the patient took their usual dose of medication as treatment. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The cca noted that the correct test strips were being used for testing and based on the information provided, the batteries did not need replacing. The cca noted that the patient was able to turn the meter on manually when the power button was pressed but not when a new test strip was inserted. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after they were unable to measure their blood glucose due to the alleged power issue.